Event description:
Two one touch meters were reading inaccurately high. On may 16, 2006, at 7:00 am, the patient reported blood glucose results of "322, 402, 289, and 378 mg/dl" with one of his one touch ultra meters, performed within 6 minutes of each other. Also, the patient reported blood glucose results of "283 and 347 mg/dl" with a 2nd one touch ultra meter, performed within 6 minutes of each other. All of the 6 reported results were taken within a 6-minute time frame. Shortly after eating breakfast that morning, the patient took 3 units of "novorapid" sliding-scale insulin at 7:15 am based on the results above "300 mg/dl." At 9:04 am, the patient developed symptoms ot trembling legs and felt pale. He tested himself with the 2nd one touch ultra meter and got a reading of 90 mg/dl. The patient then ate some biscuts and felt better within minutes. At 10:39 am, the patient retested with one of the reported meters and got 169 mg/dl. By that time. His symptoms were gone. The patient's mother indicated that her son has symptoms whenever his blood glucose is less than 100 mg/dl. At 7:00 pm the evening before the event, the patient took 1 unit of "novorapid" sliding-scale insulin based ib a reading of "141 mg/dl." In addition, the patient took a set evening dose of 5 units "lantus" insulin. The patient's sliding-scale insulin regimen is as follows: morning, noon, and evening = novorapid insulin (1 unit between 100-200 mg/dl;2 units between 200-300 mg/dl; and 3 units above 300 mg/dl). In the evening, the patient also takes 5 units of lantus insulin based on his meter result(s). This complaint is being reported due to the following conclusion: the patient took a dose of sliding-scale insulin after use of the 2 meters. The patient developed symptoms suggestive of hypoglycemia and had to eat food to raise his blood glucose.